Manufacturer narrative:
This lead was capped on (B)(6) 2023 due to high impedance. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
High shock impedance values above 130 ohms and loss of capture were reported on this rv lead. Ventricular capture control is on. Pacing impedance is consistent, sensing is relatively consistent with some fluctuations. Lead remains implanted. No adverse patient events were reported. Should additional information become available, it will be added to this file.